Manufacturer narrative:
The following fields were updated with additional information: d2a. Common device name: anesthesia conduction kit. D2b. Procode: caz. D4. Lot #: 4388661. D4. Catalog#: 100/391/116cz. D4. Expiration date: 28-jul-2028. D4. Primary UDI#: (B)(4). D9. Date returned to mfg: 11-jun-2024. H4. Device mfg date: 21-aug-2023. H6. Investigation codes: updated. Investigation summary: one used decontaminated sample was received without its original packaging for investigation. Customer claiming that on the removal of epidural catheter it was noted that 6cm is missing. Under visual inspection was noticed that catheter was cut and part of catheter is missing as customer reported. During manufacturing each catheter is checked. Detection mechanism is in place and it is improbable that catheter which is cut or partially cut would pass through those inspections. Issue which is reported by customer might be caused by incorrect practice which is described to be avoided in instructions for use. But with lack of information the root cause of this failure remains unknown. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that ¿patient had epidural inserted (B)(6) 2024 - decision to re-site as limited analgesia. On removal of epidural catheter, noted to have 6cm of catheter missing - not seen anywhere else, presumed to still be inside patient. Patient had to have a new epidural placed. CT and MRI done - unplanned radiation exposure - to try and locate catheter, unfortunately not possible. Pain in back ongoing. Patient had a CT and MRI scan and discussion with neurosurgery". The event occurred while in use with patient which caused patient pain. The customer stated that the lot number is unknown because the package was thrown away, but it may be 4388661. No further information can be provided.